Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the harmonic ace displayed ¿relieve the pressure on the blade¿ and ¿please reassemble the instrument¿ messages with a ding-dong alarm in less than a few minutes after the operation started. After reassembling and retesting, a part of the blade came off, so the customer discarded it. There was not any event that the harmonic instrument hit another instrument and the event occurred before using metal clips. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The customer confirmed that the blade was broken outside of patient¿s body during instrument test. No fragment fell into the patient. There was no patient injury/harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient relevant testing and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint a part of the blade came off, so the customer discarded it¿. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. Visual inspection of the instrument found the harmonic insert curved blade to be broken near the blade base. The blade broke roughly at 0.24¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument. Blades is typically attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# l90211107-0367) associated with this event has been performed. Per this review of the logs, the instrument was last used on 28-mar-2022 via system serial# (B)(4). This is a single-use instrument. A review of the procedure log showed the site performed this transoral thyroidectomy surgical procedure on (B)(6) 2022 with system sk0985. No image or video clip for the reported event was submitted for review. This event is being reported because failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.